Event description:
It was reported that the patient passed away related to multiple systems organ failure (msof). No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, and subsequent patient outcome as well as a direct correlation with the device could not be determined, through this evaluation. The device was not returned. It was reported, through the patient outcome, the patient passed away related to multi organ failure. No additional information was provided. Privacy laws, prohibit the customer from providing information regarding the case. The relevant sections of the device history records for the (B)(6) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 08nov2017. The heartmate 3 lvas IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.